Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/15/2020. H.6. Investigation: one open and two sealed 31g x 5mm pen needle samples were returned from lot. No.8297650, cat. No. 320129. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on the opened sample. A clog test as per tp700483 was carried out on the two sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that pn 31x5 europe bd brand was unable to deliver insulin. This was discovered before use. The following information was provided by the initial reporter: no insulin comes out of pen needle (unused), clogged cannula?

Event description:
It was reported that pn 31x5 europe bd brand was unable to deliver insulin. This was discovered before use. The following information was provided by the initial reporter: no insulin comes out of pen needle (unused), clogged cannula?

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 31x5 europe bd brand was unable to deliver insulin. This was discovered before use. The following information was provided by the initial reporter: no insulin comes out of pen needle (unused), clogged cannula?